Event description:
It was reported that during the implant procedure the right ventricular lead was experiencing high impedances at multiple pacing sites. The lead was removed and a new lead was implanted instead. However it was noted that the newly implanted right ventricular lead also exhibited high impedances. The lead remains in use as the physician thought the high impedances were a result of the patient's heart tissue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.